Event description:
Customer requested a log review for a suspected pca over infusion. Event details were reported as follows: patient receiving pca became obtunded and required resuscitation, customer reviewed logs and evaluated device and could find no device related cause for the patient response. Customer is not alleging any device malfunction but requested a log review for corroboration of their observations. Per customer's internal reporting system, "patient was started on pca on (B)(6) around 1030. Patient handed off to this nurse at 1500. Patient was drowsy but easily arousable. Handed off to another nurse at 1900. Bedside handoff and verification of pca settings was done at each change of shift. Around 0030, rn handassessed patient and he was drowsy but arousable and followed commands. Around 0100, na went in room to find patient unresponsive and not breathing. Code called. Pca was turned off. Patient narcaned. Transferred to imc for further monitoring. Patient returned to our unit (B)(6) around 1500." Medication order: hydromorphone 12mg in 60ml syringe. Continuous rate: 0.5mg, patient initiated dose: 0.2mg, lockout: 10 minutes. Manufacturer report number: 2016493-2012-00142. Uf/report number: (B)(4). Manufacturer's report date: march 14, 2012. Internal file no: (B)(4).

Manufacturer narrative:
The customer's reported request for a log review has been completed. A review of the associated pc unit event log for the syringes in question confirmed programming as stated and 31 total pca doses delivered from two syringes during the time in question. The root cause of the customer's experience was not determined through a review of the event log. There is no allegation of a product defect associated with this file. Rn initiated bolus: 1mg repeatable every 60 minutes. Customer's informal review of the logs shows that the patient received (1) rn bolus at 1054:15 on (B)(6) 2012; the patient received 31 patient initiated doses from 1056:28 ((B)(6) 2012) to 1042:37 ((B)(6) 2012). New syringes were placed at 1051 (initial) and at 1921 (second), both on (B)(6) 2012. The patient received the continuous dose throughout this timeframe.